Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg value not provided). Customer doubled the pump basal rate. Reportedly, customer discussed the elevated bg with a healthcare provider. Customer declined to provide further information and declined tandem technical support's offer to follow up.